Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error and off no power alarms on their insulin pump. The customer's blood glucose level was reported to be 156.6mg/dl. It was reported that the alarm occurred during basal delivery only. It was reported that the customer was able to rewind the pump. It was reported that the customer was advised to monitor the pump and call back if issues persist.